Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device was able to power on using both ac and battery power. The device was able to obtain readings and alarmed visually and audibly under alarm conditions; however, the audible alarms were quite low even though the device volume was at its highest setting. Internal inspection showed the speaker drivers (u42) and (u15) on the system circuit board had malfunctioned. The alarm volume is not working correctly due to the malfunctioning speaker drivers. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported "the alarm volume on unit is not working. It is going off, but no volume." No patient impact or consequences were reported.